Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of both devices closed shut on the cystic duct and had a lot of trouble being opened. The pt was in stable condition immediately following the procedure. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.